Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was over 600 mg/dl. The customer stated that he attempted to load the pump and the plunger would not go down. The customer was advised through the steps of completing rewind and prime sequence. The customer stated that his blood glucose was elevated due to a bladder infection. The customer stated that he did not receive insulin for a period of time. The customer treated with manual injections to lower his blood glucose. The customer was advised to call back to troubleshoot if needed.